Event description:
The customer reported sample counts outside limits system error involving the access 2 immunoassay system. The customer stated there were no erroneous patient results generated associated with this event. Patient care was not impacted. Through system troubleshooting, the customer discovered a loose fitting on the substrate cap bottle and tightened the fitting to resolve the issue. The customer completed system check and noted it passed within specifications. The customer indicated system check is not performed during weekly system maintenance. Beckman coulter advised the customer to routinely perform system check after weekly maintenance to ensure normal system operation. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the loose substrate cap fitting. (B)(4).